Event description:
It is reported that the patient was revised due to pain, severe synovitis, and hyper extension with instability.

Manufacturer narrative:
Only revision operative notes were received. Severe wear of the poly was noted along with broken pieces, and that the implant was starting to come loose. Pictures provided show a silver of poly separated from the component, as well as a partially deformed anterior locking tab. The pictures do not appear to depict severe wear over the articulating surfaces; the noted wear cannot be evaluated with the information provided. Undated photographs of x-rays were provided which show an uneven gap between the femoral and tibial devices in the ap view. Component fit and orientation as per the surgical technique cannot be determined. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.